Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem, however the service technician confirmed a diagnostic code in device log history indicating a vent inop occurred due to a pressure sensor failure. The service technician replaced the sensor pcb board and analog pcb board as a precaution. Performance verification testing was completed and all tests passed per operating specifications.